Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a white string-like particulate matter was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to g3: date received by MFR: 10/27/2022 (previously submitted as 10/28/2022). H4: the lot was manufactured between april 02, 2022- april 03, 2022. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye and a single white elongated particle matter possibly of acrylonitrile butadiene styrene material was observed inside of the container filled with solution. The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined.  A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.